Manufacturer narrative:
Film evaluation results are: the exact cause of the reported possible proximal type I endoleak could not be determined from the images provided. Since the films were non-contrast, no assessment of stent graft patency or any possible endoleak could be performed. The films showed a marginal proximal seal due to lack of an adequate proximal neck and no remaining stent graft radial apposition, likely resulting in a proximal type I endoleak. The cause is may be related to disease progression (neck dilatation); however, the anatomy at implant is unknown and earlier post-implant images were not available for return and comparison.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately four years and two months post index procedure a CT revealed that there was a possible proximal type I endoleak. The patient was scheduled for an angiogram and possible intervention. However, the patient's neck had dilated too much to perform the intervention. Per the physician, the cause of the endoleak was unknown. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.